Manufacturer narrative:
Event date: corrected from (B)(6) 2015. (B)(4).

Event description:
It was further reported that direxion hi-flo inner lumen remained intact. The procedure was completed with a different device.

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During a procedure a direxion hi-flo device was used; however the hypotube broke a few cm from the tip. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. On visual inspection it could be seen that the hub was completely detached from the microcatheter shaft, the shaft was broken 8cm from the hub of the microcatheter under the strain relief with the inner liner exposed 6.5cm in length where the hub had been detached. The hub of the microcatheter also showed presence of blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that direxion hi-flo inner lumen remained intact. The procedure was completed with a different device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).